Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed occurrences of battery charger faults, however, performance testing could not reproduce the reported complaint. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to the internal battery overheating due to high ambient temperatures. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device internal battery failed to hold a charge. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation can be performed. The device has not been returned. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device internal battery failed to hold a charge. There was no patient harm or serious injury reported as a result of this incident.